Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 12 mm stent delivery system was returned for analysis. A visual and microscopic examination found damage to the first proximal stent row and first distal stent row with stent struts lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 12mmx4mm, target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 4.00 x 12 synergy drug eluting stent was advanced to treat the lesion. However, despite multiple attempts, the device failed to cross the lesion due to severe tortuosity and stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 12mmx4mm, target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 4.00 x 12 synergy drug eluting stent was advanced to treat the lesion. However, despite multiple attempts, the device failed to cross the lesion due to severe tortuosity and stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.